Event description:
As reported via legal documentation the patient had a left knee replacement. The patient has suffered the following injuries and complications as a result of this exactech device: swelling, looseness, and knocking. It is also stated that the patient has a revision scheduled, there is no information provided that a revision has occurred. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. ***additional information received from legal on 31-jul-2023*** as reported via legal documentation, a patient had left knee replacement surgery due to degenerative arthritis. They subsequently underwent left knee revision surgery approximately 1 year 6 months post primary procedure. Revision op report findings: debonding of the femoral component to the underlying cement. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-01059 d10: concomitant devices: (B)(6), 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm, (B)(6), 02-012-60-1425 - logic stem ext 14mm x 25mm, (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant, (B)(6), 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t, (B)(6), 204-70-00 - tibial stem ext. Screw. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.